Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that upon interrogation it was noted the subcutaneous implantable cardioverter defibrillator (s-ICD) indicated 15 percent battery life remaining to elective replacement indicator (eri). It was noted that the s-ICD has been implanted for approximately eight months. A review of the device's memory was done by engineering and found the battery was depleting earlier than expected for an unknown reason. Boston scientific technical services (ts) recommended explant. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A more detailed review of the device memory revealed that, starting six months earlier, the power consumption of the device began to gradually increase to a higher-than-expected value. This pattern of increased power consumption continued until the s-ICD was explanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; the sensing and shocking functions of the device were verified. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed from the circuit and a test capacitor was put into its place and tested; a normal current drain was observed. The original capacitor was then put back into place and the same test was repeated; a high current drain was noted. The capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.